Manufacturer narrative:
Device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: during a procedure, a disconnection of the extraction arm could not be achieved. The distractor was explanted. No further information is available. This is 4 of 4 reports for this event.